Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. No programming changes were made. The patient was stable throughout.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. No programming changes were made. The patient status is unknown.